Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cann connection status) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an main batt wire in the trunk cable. The trunk cable showed signs of physical abuse. Patient was issued replacement equipment. The root cause for the open wire was excessive force. See crf-63953 no adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.